Event description:
A surgeon reported a pt with a postoperative refractive error of -3 diopter following intraocular lens (iol) implant surgery. The surgeon felt that the diopter of actual lens itself was different from the diopter shown on the package. The lens was replaced. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested.